Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the malfunction was caused due to the issue in auxiliary drawer 6. A field service engineer replaced the controller board; however, the system still showed a failure and was not detected on the communication bus. As a result, the engineer proceeded to replace the retractor band, successfully restoring the malfunctioning storage space. The system functioned as intended after a field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary was not turned on and could not access medications. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.